Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID neu_ascenda_cath lot# unknown serial# implanted: (B)(6) 2016 explanted: product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration at 96 mygr/day via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient experienced a critical level of spasticity of myoclonus. I t was reported that the patient¿s symptoms started some days after the surgery on (B)(6) 2017 when the new pump and catheter were implanted a sideport test was performed on (B)(6) 2017 and they were not able to aspirate the catheter. It was noted that apply contrast agent ¿was not possible, too¿. They decided to put in a small spinolong catheter and started to administer baclofen via an external pump and they saw an immediate positive effect on the described patient¿s issues. The synchromed ii pump was programmed on a small level of 96 mygr/day of baclofen to avoid a ¿commulation ot the two therapy regimes¿. On (B)(6) 2017 a revision of the spinal segment of the ascenda catheter was performed. Intraoperative there was good cerebrospinal (csf) backflow as the catheter tip was on a much higher level (approx. Th8) than after the surgery that was performed on (B)(6) 2017 (l1). It was reported that after implanting the new spinal segment on (B)(6) 2017 the symptoms were solved. No further complications were reported and/or anticipated. It was reported that no explanted material was available to be sent back for analysis. Refer to manufacturer report #3004209178-2017-02559 for details pertaining to the surgery that occurred on (B)(6) 2017 related to motor stall.

Manufacturer narrative:
Product ID 8780 lot# 0212317466 serial# implanted: (B)(6)2016 explanted: product type(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the replacement device information was a 8781 catheter with a lot # of 020 99633051.no further complications were reported and/or anticipated.